Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection. No additional patient or event information is available. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A voltage test was performed and passed. No data log available for review and the reported event of loss of connection could not be confirmed. A root cause could not be determined.